Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 35mm watchman flx laa closure device with delivery system (wds) was used. Prior to the start of the procedure a 1-2mm pericardial effusion was noted on transesophageal echocardiogram (tee). The closure device procedure was completed successfully. One hour post procedure, the patient reported chest pain. A transthoracic echocardiogram revealed a right ventricle pericardial effusion measuring 5mm. Fresh frozen plasma was administered. It was expected the patient would fully recover and no further patient complications were reported.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 35mm watchman flx laa closure device with delivery system (wds) was used. Prior to the start of the procedure a 1-2mm pericardial effusion was noted on transesophageal echocardiogram (tee). The closure device procedure was completed successfully. One hour post procedure, the patient reported chest pain. A transthoracic echocardiogram revealed a right ventricle pericardial effusion measuring 5mm. Fresh frozen plasma was administered. It was expected the patient would fully recover and no further patient complications were reported. It was further reported that the patient was discharged two days post procedure and is doing well.